Manufacturer narrative:
Product ID: 3037, product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had a por (power on reset) condition. The reporter stated that the patient was doing well. It was reported that the clinic thought that the patient was at a courthouse and possibly going through detectors may have caused the issue. A follow-up report will be made if additional information becomes available.